Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and no delivery tests. The no delivery alarm functioned properly. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose and absence of no delivery alarm. Customer's blood glucose level was 419 mg/dl. Troubleshooting for high blood glucose was performed. Customer's mother advised the patient's new doctor made changes on the carb ratios. Customer experienced a fever, a migraine and woke up the next day without eating anything. Customer experienced high blood glucose levels even though they ate less carbs. Customer treated their high blood glucose levels with an insulin pen. Customer's mother advised they changed out the basal settings on their own. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.